Manufacturer narrative:
Health effect - clinical code: multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi-organ failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020 due to multi-organ failure. No autopsy was performed, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-organ failure. The outcome was unknown if it was therapy related or not. No autopsy was performed. No additional information was provided.